Event description:
It was reported to philips that the device failed ops check. There was no patient involvement.

Event description:
It was reported to philips that the device failed ops check. The customer requested that the device be returned to bench for evaluation. The bench was able to duplicate and confirm customer's complaint while performing an opt. Check. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The customer has declined repair of the device. The device was sent back to the customer unrepaired.